Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm and decided to replace the pump, although the customer had not previously reported similar alarms with this pump serial number.